Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable (B)(6) documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in a kit is inconclusive, due to poor sample condition. One photograph of what appears to be the bottom of a kit tray was returned for evaluation. An initial visual observation of the photograph showed what appears to be a dark, curved hair on a paper measuring tape. It cannot be determined from the returned photograph if the hair is within or outside of the kit. It also cannot be determined from the returned photograph if the kit was opened or remains sealed. Due to these unknown conditions, it was not possible to confirm the complaint of a hair in a kit from the returned photograph. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a hair was found in the sterile packaging. The device was not used on the patient.